Event description:
At the time of catheter removal, nurse practitioner met resistance, so contacted the physician's assistant. The pa met resistance, tugged, and the catheter broke at the tip, leaving only the black tip inside the pt.

Manufacturer narrative:
The device was reported as available but has not yet been received for eval and investigation. Without the actual sample or a lot number, a complete analysis cannot be conducted. If additional info that is pertinent to this event or the sample becomes available, I-flow will submit a follow-up report.